Event description:
It was reported that the customer experienced air bubbles in the reservoir. The customer stated that the air bubbles would appear after a couple of days and that, upon initially doing a complete set change, there were no air bubbles. The customer's blood glucose was 311 mg/dl. The customer stated that the air bubbles were 1cm to 2cm large. Troubleshooting was done. The customer did not want to prime out the air bubbles at the time of the call. The customer stated that she would call back in order to continue troubleshooting the air bubbles issue. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.